Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that unknown powerglide kinked one hour after insertion. PICC rn received call that powerglide wouldn't flush. Line was removed, kinked was noted. No difficulty with insertion. No other information provided or available.